Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported guidewire fracture and material separation issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a central line placement procedure using powerline cv catheter. It was reported that the patient was found to have an approximately 8 cm fragment, believed to be a central line guidewire, retained in the superior vena cava (svc). The catheter line was removed on (B)(6) 2025. The retained fragment was incidentally identified on an unrelated chest x-ray performed. The patient denied undergoing any other procedures involving central line placement between the insertion and the discovery of the fragment. A review of imaging taken after the initial line insertion did not show the presence of the guidewire fragment, suggesting it may have been retained during the original procedure. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a central line placement procedure using powerline cv catheter. It was reported that the patient was found to have an approximately 8 cm fragment, believed to be a central line guidewire, retained in the superior vena cava (svc). The catheter line was removed on (B)(6) 2025 the retained fragment was incidentally identified on an unrelated chest x-ray performed. The patient denied undergoing any other procedures involving central line placement between the insertion and the discovery of the fragment. A review of imaging taken after the initial line insertion did not show the presence of the guidewire fragment, suggesting it may have been retained during the original procedure. The current status of the patient was unknown

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. B1, b5, g3, h1, h6 (patient) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a central line placement procedure using powerline cv catheter. It was reported that the patient was found to have an approximately 8 cm fragment, believed to be a central line guidewire, retained in the superior vena cava (svc). The catheter line was removed on (B)(6) 2025. The retained fragment was incidentally identified on an unrelated chest x-ray performed. The patient denied undergoing any other procedures involving central line placement between the insertion and the discovery of the fragment. A review of imaging taken after the initial line insertion did not show the presence of the guidewire fragment, suggesting it may have been retained during the original procedure. There was no reported patient injury.